Manufacturer narrative:
The implanted device remains.

Event description:
It was reported the patient developed a sore at the magnet site and was prescribed topical antibiotic. The implanted device remains.